Manufacturer narrative:
Patient information is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior spinal fusion procedure, the surgeon was performing the final tightening on the synapse set screws. The distal tip of the stardrive screwdriver was stripped, and did not tighten the screws. Another stardrive screwdriver was available in the set, and it was used to complete the procedure. There was no surgical delay, no reported fragments generated, and no reported patient harm. This report is for a stardrive screwdriver shaft t15/self-retaining qc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: titanium locking screws (part number unknown, lot number unknown, quantity unknown).